Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant product(s): a 4524-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The organism was identified as (B)(6). The infection has persisted despite changing dialysis access. Transesophageal echocardiogram (tee) demonstrated a small, mobile echodensity on one of the leads. No further patient complications have been reported as a result of this event.